Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2683 showed no other similar product complaint(s) from this lot number.

Event description:
It was related that they are having problems with the 2 fr PICC catheters (per-q cath plus), lot number redp2683. It was reported they had problems with the bipartite introducer that began to separate during the puncture. Problems are being reported by the neonatal ICU staff.